Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not alarm when an occlusion was present. There were no reports of any adverse patient events while the device was in clinical use. No additional information was provided.